Event description:
It was reported that the asymptomatic patient presented to the clinic and the right ventricular lead exhibited high capture thresholds and intermittent capture. The patient was scheduled for a lead replacement procedure. No additional information was available at this time.